Event description:
It was reported that error message occurred. The target location was located in the superior mesenteric artery. An spiroflex angiojet thrombectomy set was used for thrombectomy procedure. During the procedure, it was noted that the system alerted a check saline error. After several attempts, the alert was still reported, and the device could not work normally. Due to this event, the procedure was cancelled. There were no patient complications reported and the patient was stable. It was further reported that the patient was sedated with a local anesthesia.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet spiroflex catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that error message occurred. The target location was located in the superior mesenteric artery. An spiroflex angiojet thrombectomy set was used for thrombectomy procedure. During the procedure, it was noted that the system alerted a check saline error. After several attempts, the alert was still reported, and the device could not work normally. Due to this event, the procedure was cancelled. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).